Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer tried to deliver insulin and noticed that the buttons weren't working. She removed the battery and it would not accept it. The insulin pump alarmed off no power and it is not turning on. The customer did not receive a low battery alert prior to the off no power alarm. Device was not dropped and the battery cap is not damaged or loose. This is the second time the alarm occurs. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump powered up properly after battery installation and no blank display noted. Unable to perform operating current test, verify off no power or a21 alarm due to unresponsive buttons. The insulin pump minor scratched lcd window, scratched case, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.